Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose is 550 mg/dl and the blood glucose level at the time of incident was 368 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.